Manufacturer narrative:
The technician isolated the unintentional movement to the CPR limit switch. He replaced the CPR limit switch to repair the bed.

Event description:
Info received indicates, the head section would run up to approximately 20% of the high position and then run back down unintentionally.